Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth infection which the customer stated resulted in extraction of the tooth.

Event description:
The customer reported an infection on tooth #28 while wearing the retainers. Medical intervention was required and the tooth was extracted. Aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).